Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The otw voyager ((B)(4)), is being filed under a separate MFR#. Evaluation summary: evaluation of the returned high-torque balance middleweight guide wire found blood and thick contrast on the core, polymer coating and on the coils which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported difficulty removing the guide wire from the balloon catheter as the guide wire was returned frozen inside the balloon catheter. There was 13.2 cm of the guide wire extending out of the tip of the balloon catheter. Analysis also noted multiple bends in the proximal end of the core for a length of 140 cm which is consistent with product handling during the procedure while attempting to remove the guide wire from the balloon catheter as there was no noted damage prior to use. There was slight resistance noted during analysis while removing the guide wire from the balloon catheter. The balloon catheter was returned with blood visible on the shaft, balloon, tip, and in the guide wire lumen. There was thick contrast in the inflation lumen and in the guide wire lumen. The balloon was tightly folded and the proximal balloon taper was bunched. The proximal shaft of the balloon catheter was bunched for a length of 28.5 cm distal to the distal end of the nose piece. There was a non-abbott stopcock returned attached to the inflation port of the side arm and in the off position. Factors that may contribute to the inability to remove the guide wire from the balloon catheter and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, and/or damage to the distal shaft of the catheter. An attempt was made to advance a mandrel through the tip and through the sidearm, but the mandrel would not advance past the wrinkled proximal shaft, which did not meet manufacturing criteria. The outer diameters of the guide wire were measured and met manufacturing criteria. An attempt was made to backload the returned guide wire through the balloon catheter, but the guide wire would not advance past the wrinkled proximal shaft. The tip of the guide wire was tugged on to confirm the core and shaping ribbon were intact. The guide wire was backloaded through a new otw balloon catheter and there was no resistance noted. The guide wire was able to initially advance through the catheter with no resistance noted and there was no damage noted to the catheter during the inspection prior to use. It is possible that the build up of blood and contrast on the guide wire and in the guide wire lumen of the catheter contributed to the resistance during removal, contributing to the shaft bunching; however this could not be confirmed. A conclusive cause could not be determined for the reported inability to remove the guide wire. Manufacturing performs 100% visual inspection of the guide wire and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during an attempt to exchange the guide wire using the balloon catheter, during removal, the guide wire (bmw) became stuck in the balloon lumen. The devices were removed together. There was no clinically significant delay in the procedure due to this product issue. The procedure was completed with new devices. No patient effects were reported. No additional information was provided.